Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing pain at their ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was repositioned to address the issue.